Event description:
The flo-gard pump was serviced for preventative maintenance. During the initial inspection, a baxter technician found a broken alternate current cord; this condition had the potential to interrupt delivery. The process step was not identified; there was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Baxter?s investigation is still in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow up MDR will be sent.